Event description:
The service report shows during an alarm condition the visual alarm functioned correctly while the audible alarm did not function. The nellcor puritan-bennett customer support engineer (npb cse) verified the audible alarm did not function correctly. The npb cse inspected the device and replaced the audible alarm (constant). The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The eval lab found part to function as designed.